Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays. Data was provided for one c-reactive protein gen.3 (crp) result for one patient sample. The initial result was <0.30 mg/l and was reported outside the laboratory as <1 mg/l. On (B)(6) 2015, the sample was repeated and the result was 266.8 mg/l. The patient was not adversely affected. The reagent lot number was 613311. The expiration date was requested, but was not provided. It was determined the reagent probe was unscrewed and the customer tightened the probe. Qc was performed and was acceptable.